Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During the procedure, port 3 did not reach the expected temperature. There is no further information available.